Manufacturer narrative:
(B)(6)

Event description:
It was reported that the patient found the locking code of the device and changed the dose when the patient desired. It is unknown how the patient found the code. The reporter categorized the event as use error. The patient's neurologist prescribed another treatment related to the patient's condition. No injury was reported.